Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Visual examination of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge, the potential for forward firing may exist. The metal cap exhibits moderate burn marks and debris around the output window, indicative of tissue contact. During functional testing with the hene (helium-neon) laser fixture, the aim beam was present both in the output window and the distal tip of the device. The identified distal circumferential fracture likely contributed to the observed fiber rotation within the metal cap; therefore, the reported event is confirmed. The fiber condition is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted distal circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, excessive fiber life activity was displayed on the console and the fiber overheated. The surgeon checked and noticed that the fiber was rotating independently of the metal cap. The physician ensured that the distance from the fiber to the tissue was approximately 2 mm and the irrigation solution was positioned 106 cm higher than the level of the endoscope. The flow valve was opened and fluid was observed to be coming out of the metal cap window. There was no excessive tissue accumulation and the fiber was not cleaned during procedure. The procedure was successfully completed with transurethral resection of the prostate (turp). The fiber was returned for analysis and a distal circumferential fracture that could potentially lead to forward firing was identified.